Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for hip revision approximately 2.5 years post-implantation due to mid-thigh pain associated with elastic modulus mismatch. Attempts have been made and no additional information is available at this time

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Operative notes and radiographs were evaluated and the reported event was not confirmed. No findings that would explain mid-thigh pain of either hip are identified. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products : 010000663, g7 pps ltd acet shell 52e, 3707489, 010000857, g7 neutral e1 liner 36mm e, 3652542, 12-115121, cer bioloxd mod hd 36mm, 743280.

Event description:
It was reported that a patient underwent an initial hip surgery approximately 3.5 years ago. It is believed that the stem is not the proper fit for the patient. The patient has been indicated for a revision to a longer stem, possible arcos. Patient began experiencing pain in his mid thighs days after primary surgery. Intensive physical therapy was prescribed by the surgeon post surgery. The therapy was intensive due to the patient's higher than average activity level. Therapy lasted for approximately 2 months. The therapist primarily worked with athletes. Patient indicated that a few times during therapy, he felt that the weight being used and actions performed were too much. He voiced his opinion to the therapist. During a visit with the surgeon, the surgeon was concerned that the intensive surgery could have caused damage. Patient indicated that his pain did not get any worse or better with therapy. He is have difficulty walking and is painful. He is unable to stand on one leg while getting dressed without feeling intense pain in the contralateral leg. Attempts have been made, and no further information has been provided.